Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indication for use was spinal pain indications. The patient reported that when connecting to the pump ¿it gets to 90% and is real slow.¿ when asked the event date, patient stated ¿it's been doing that since I got it. I know its positional because this is my 3rd pump and they have had a pump since 2011. In the clinic I had to manipulate it - this is different than the old ptm (8835) - this one hangs up and I actually get a red error message, and I just hit the go back button and it goes away and says deliver bolus,¿ but service code unknown. The patient later stated this has been going on ¿for awhile¿ and ¿it wasn't really a big deal¿. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 684 kb. The patient will monitor and call back for assistance as needed.